Event description:
User facility contacted sales department on 08/04/2008, and stated that two patients who underwent prostate biopsies at, their center in 2008, using the needles were later diagnosed at an ER with infection and sepsis in their urine and blood. The biopsies were performed by two different doctors in two different rooms. Patient cultures came back positive for e. Coli infections (different strains). Both patients have recovered.

Manufacturer narrative:
A review of the lot history for the needles involved in the event was performed; all sterilization parameters were met prior to product release. Product met all specifications and no non-conformances were associated with the lot. Remington medical sent samples from the lot for sterility testing and the results showed the tested samples were sterile. On 08/07/2008, the user facility reporting the event, contacted remington medical and stated that they ran a culture on a remington needle they had from the same lot as the suspected needles and that the tested needle was negative for growth.